Event description:
A healthcare provider reported that a patient stated their ptm was not working; that it was displaying a date of (B)(6). It was further noted that the patient was given a new ptm three days prior to the report. It was thought that the patient needed to decouple and recouple their ptm. The medication used within the system was unknown. The following day, the patient reported that his ptm was not working; that when he requested a bolus a ¿one and then an eight, and then an x, and the number 8621¿ was displayed on the screen. The refill date was noted to still display (B)(6). It was thought that the ptm was not coupled to the patient¿s pump.

Manufacturer narrative:
Product ID: 8835, serial# unknown, product type: programmer. Patient product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8590-1, lot# n223748, implanted: (B)(6) 2009, product type: accessory. (B)(4).